Event description:
It was reported by service report that the side rail was broken with sharp edges and could not be locked in place. No pt treatment or adverse consequences are reported.

Manufacturer narrative:
Damaged siderail.